Event description:
A healthcare professional reported a customer obtained the error message, "replace sensor", while wearing the adc freestyle libre sensor. As a result, on (B)(6) 2021, the customer experienced shaking and glucose test results of 52 mg/dl and 50 mg/dl were obtained on a healthcare meter. The customer was provided unspecified medical treatment by a nurse for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.